Event description:
A report was received that the patient was experiencing difficulties charging, and also experienced pain from the pocket location. The patient underwent a pocket revision. The patient was reportedly doing well after the revision, and was able to charge.

Manufacturer narrative:
Implanted date not available. Device remains in patient. This is a final report.